Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture in both unipolar and bipolar configuration. An x-ray was taken which revealed a fracture at the lead insertion site into vessel. Subsequently a revision procedure was performed where the lead was explanted. No additional adverse patient effects were reported.